Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
During the process of inserting the wire into the delivery system, it was noted that the tip of the catheter was bent, and separation was observed. It was decided not to use the product. Another stent delivery system from inspire md was used to complete the surgery. Not patient harm reported.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report a root cause investigation was conducted for this event which included a returned product visual and functional analysis, and internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event FDA code 4315.

Event description:
During the process of inserting the wire into the delivery system, it was noted that the tip of the catheter was bent, and separation was observed. It was decided not to use the product. Another stent delivery system from inspiremd was used to complete the surgery. Not patient harm reported.